Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system circuit breakers were evaluated and identified as requiring replacement. The system was tested and found to be working as intended and returned to service.